Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information re pinnacle claim. Originally thought to be an asr complaint. Previous e-claim number was asr (B)(4). Update jan 10, 2018: additional information received. Acute problem of pain / pseudotumor - metal on metal components. Doi: (B)(6) 2009 : dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: the complaint states information re pinnacle claim. Originally thought to be an asr complaint. Previous e-claim number was (B)(4). A review of complaint databases or manufacturing records could not be conducted as no product details were received. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.